Event description:
It was reported that this right ventricular (rv) lead is not working appropriately, and it is "fuzzy". Patient was informed that the lead and device will be monitored more closely and may be revised. This rv lead remains in service. No adverse patient effects were reported.